Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21024. It was reported the patient experienced a change in stimulation about a week ago. Per the sjm representative, both leads have migrated. Surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21024. Follow-up identified the patient underwent surgical intervention to explant and replace the leads to address ineffective stimulation. Effective stimulation was restored post-operatively.